Manufacturer narrative:
Additional information: the site's robotics coordinator looked at her records and saw no complaints regarding a sureform 30 stapler instrument or sureform 30 reload used during a case performed by the surgeon in (B)(6) 2025. The robotics coordinator said the stapler and reload were likely discarded since she did not have them. The patient's height was 6'2". The patient had received a prior gastric sleeve procedure in (B)(6) 2024 and had received a prior hernia repair procedure (date unknown). Updated fields: a2, a3a, a4, b7. Corrected data: field e1: initial reporter first and last name is (B)(6).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass, a sureform 30 stapler instrument fired a blue sureform 30 reload and pushed the stomach tissue forward instead of cutting. The surgeon started the staple line on the stomach with a sureform 30 stapler instrument and two white sureform 30 reloads. The surgeon upsized to a blue sureform 30 reload to continue the stapling the stomach; however, the stomach tissue was pushed and not properly cut when the stapler reload was fired. This resulted in a hole in the staple line and the sureform 30 stapler instrument blade coming loose in the patient along with malformed staples. The surgeon retrieved the stapler instrument blade and malformed staples with a grasper and suction irrigator instrument. The surgeon said the stomach tissue was very thick as the patient had metabolic disease. A sureform 60 stapler instrument with a blue sureform 30 reload was used to continue the procedure. The surgeon used the sureform 60 stapler with blue sureform 30 reloads to successfully fire next to the stomach tissue where the tissue push occurred. The surgeon removed the proximal stomach where the tissue push had occurred because he said it looked ischemic. The surgeon said the rou-en-y went well and the patient did well.

Manufacturer narrative:
The date of this procedure is currently unknown; therefore, no da vinci system or instrument log files are available. The video received of this procedure was reviewed. Based on the video, the tissue push event occurred with a blue sureform 30 reload installed. Following the event, it appears that an unknown metal fragment fell inside the patient. This metal fragment was then removed with a laparoscopic tool.